Manufacturer narrative:
The field service engineer (fse) noted an aspiration issue. The fse discovered one of the three aspiration tubing was not functioning and replaced the tubing to resolve the issue. A routine system check and high sensitivity system check were performed and passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. This medwatch report is related to mdrs: 2122870-2012-02043, 2122870-2013-00016.

Event description:
The affiliate reported the customer alleged falsely elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system. The patient was transferred to another facility where a second sample was collected and recovered a lower result, within the normal reference range. The erroneous result was released out of the laboratory. There was no report of patient consequence associated with this event. The customer noted the liquid waste air filter container had condensation and allowed to it dry. System check was performed and failed due to washed coefficient of variation (cv), wash efficiency, and substrate ratio out of specifications. The customer changed the aspirate probes but the issue remained. System check, performed prior to the event, passed within instrument specifications. Quality control (qc) was within specification prior to the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.